Manufacturer narrative:
Manufacturer¿s investigation conclusion: this event was determined to be supplemental information to MFR #: 2916596-2024-01880. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault on their system controller on the morning of (B)(6) 2024. The patient performed a controller exchange. The patient went to the clinic and their controller was interrogated. A review of the log files revealed alarms associated with the new system controller connection on (B)(6) 2024. Following these initial alarms, the pump appeared to be operating within normal parameters.